Manufacturer narrative:
.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported multiple events of leaking at or around the dexium connector of secondary sets during infusions. There are no specific events dates or details and no product has been saved for investigation.